Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient had been experiencing di fficulties with her recharger. They mentioned "it shocked me" and they have "a burn" on her finger. The patient was asking if she can get further assistance with her recharger and a new cord. Attempted warm transfer to nps. Held on the phone for ten minutes and then transferred pt via cold transfer due to long hold time. The pt then spoke to another agent and reported that the cord that charges the implantable neurostimulator (ins) has a spot of broken. Patient stated they have been having trouble with charging the ins and they could not charge the ins at all. Patient stated they have to move around the recharger a lot to charge the ins. Patient services specialist (ps) asked clarifying question regarding the recharger. Patient stated the spot broken near the paddle and cord area. Patient stated she felt spur on her finger when she touched the spot. Ps confirmed there is no skin or tissue damage on the finger. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.